Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14466. It was reported that non-sustained right ventricular oversensing and undersensing were noted via merlin.net transmission. A chest x-ray was performed and indicated that all the leads were pulled back and wrapped into the patient¿s pocket. The device therapy was turned off. A system revision was discussed. The patient was stable throughout.

Event description:
New information received notes that on (B)(6) 2019, the twiddler¿s syndrome patient presented for a lead revision procedure. All leads were repositioned and connected back into the existing device. All measurements through the device were suitable. The patient tolerated the procedure fine and was stable before, during and after.